Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, one suture that pertain to product code sxpp2b436. This product code is double-armed. During the visual inspection of the suture, the needles were not returned for evaluation. The suture was examined, and body fluids were noted along strands. As per the condition of the sample, the barbs could not be measured. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H3 device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, two open samples that pertain to product code sxpp2b436. This product code is double-armed. During the visual inspection of two open samples, the sutures were dispensed without problems and examined along the strand to detect any issue related to barb non-engagement in tissue and no anomalies were observed. Ten barbs were measured in the strand, and all barbs met the requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a knee procedure in (B)(6)2023 and barbed suture was used. During the procedure, the sales rep reported that the surgeon was using double armed stratafix to close knee. When he passed it through tissue it slid all the way from one end to the other passing through transition point and barbs as if it was not a barbed suture. Passed it back and forth multiple times from needle to needle. Could not feel any barbs as well. Had to open his previous suture(quill) to close.. No adverse patient consequences were reported. Additional information was requested.